Event description:
Infusion set tubing becoming disconnected from the luer lock. Pt indicated that his blood glucose level was elevated (480 mg/dl). Pt indicated that he had not received any medical attention as a result of this issue. Pt indicated that he did not have any product to return.